Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019 explanted: (B)(6) 2022 product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-dec-2020, UDI#: (B)(4).

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug, unknown (7 mg/ml at not currently available (may require follow-up)) via an implantable pump for malignant pain and spinal pain. It was reported that the healthcare provider (hcp) will be revising, possibly be replacing the catheter today due to lack of pain relief in recent months, also discrepancies in pump volume at pump refills. The hcp informed representative they would be revising or possibly be replacing the catheter today due to lack of pain relief in recent months, also there was discrepancies in pump volume when patient came in for scheduled refills. The hcp stated that a significant amount of drug would still be in the reservoir when it should be close to empty. The patient had been complaining of increased pain in past months. No known or reported environmental factors. No known or reported environmental factors. The hcp stated they did a dye study in office at one point and the catheter was patent, they thought it might be kinked somewhere. The hcp decided to replace entire catheter. Old catheter was trimmed and tied off.  The hcp did 2 rotor studies and 1 single bolus to the pump under live fluoroscopy during procedure and did not see any movement of the rotors. Because the hcp did not see any movement, after several studies, it was deemed a patient safety issue, and the pump was replaced as well. The issue was resolved.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported the patient had increased pain.

Manufacturer narrative:
H3: analysis of pump s/n (B)(6) identified no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.